Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the universal chuck with t handle was used intra operatively for a tibial nail case. When the surgeon went to tighten the t handle chuck screw, it wasn¿t tight and the surgeon was not able to remove the chuck screw. They were not able to remove it so they got a third one and everything went fine. This report involves one universal chuck with t-handle. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 393.10,synthes lot: 8010027,supplier lot: 8010027,release to warehouse date: june 29, 2006,supplier: (B)(4).no nonconformance reports (ncrs) were generated during production.service and repair evaluation:the customer reported t handle chuck screw it wasn¿t tight and it was movable and not able to remove the chuck screw. The repair technician reported t handle bent. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is bent. The item will be forwarded to customer quality. The evaluation was confirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.